Event description:
It was reported that during service and evaluation, it was determined that the electric pen drive device had unintended activation/motion. It was noted in the service order that the device would not work anymore. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.h11 additional narrative: a visual and functional assessment was performed on the device.the following steps failed:check handpiece in "lock" mode check general function with test hand switchcheck function in fwd and rev running modeconclusion:failure reported is not confirmedroot cause: faulty parts action: repair